Event description:
This medwatch report is being submitted following subsequent review of a clinical study serious adverse event report from march 2006. Review of the file shows there were two infection events both resulting in product removal. The first infection report was filed to FDA on 03/27/2006 in MFR report number 30042091782006004498, which reported both infection but only listed product specific info for the initial device implanted in 2005 and surgically retrieved the next month. This report is to provide device specific info for the reported second infection and subsequent product removal received dbs clinical study report on the same pt. The device was explanted in 2006 but was not returned to the MFR for analysis. As reported to FDA in 3004209178200600498: "the pt had reimplant of the ipg and extension wires in 2006 but had swelling of the right chest wound five days later. The fluid from the right chest wound grew staph aureus. The pt was given antibiotics and all device hardware was explanted six days later." Prolonged hospitalization was realized and the hcp indicated in 2006 the reported event was ongoing at that time. Concomitant medications on a pt medication schedule at the time of onset of the adverse event included: sinemet 25/100, comtan, sinemet 50/200, and mirapex. No add'l info on current pt status, symptoms or outcome has been reported to the MFR by the facility as of november 2006.